Event description:
It was reported that the device got stuck. An opticross hd imaging catheter was selected to view the target lesion. During the procedure, the device got stuck in the right coronary artery 1-3 right before reaching the lesion area. While also using the device, the outer sheath was cut because the wire got entangled. After checking the device, it was confirmed there was no device part or segment that remained inside the patient and it was successfully removed. The procedure was continued by replacing with another of same device, and it was successfully completed. No patient complications were reported. It was further reported that the 90% stenosed target lesion had a length of 55mm and diameter of 3.5-4.5mm. The vessel was moderately tortuous and severely calcified. The patient condition is good.

Event description:
It was reported that the device got stuck. An opticross hd imaging catheter was selected to view the target lesion. During the procedure, the device got stuck in the right coronary artery 1-3 right before reaching the lesion area. While also using the device, the outer sheath was cut because the wire got entangled. After checking the device, it was confirmed there was no device part or segment that remained inside the patient and it was successfully removed. The procedure was continued by replacing with another of same device, and it was successfully completed. No patient complications were reported. It was further reported that the 90% stenosed target lesion had a length of 55mm and diameter of 3.5-4.5mm. The vessel was moderately tortuous and severely calcified. The patient condition is good.

Manufacturer narrative:
Device evaluated by MFR.: the sheath returned damage, as part of overall visual revision. The unit returned without the telescope,the hub and the imaging core. There was damage observed (ripped and torn) on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that the device got stuck. An opticross hd imaging catheter was selected to view the target lesion. During the procedure, the device got stuck in the right coronary artery 1-3 right before reaching the lesion area. While also using the device, the outer sheath was cut because the wire got entangled. After checking the device, it was confirmed there was no device part or segment that remained inside the patient and it was successfully removed. The procedure was continued by replacing with another of same device, and it was successfully completed. No patient complications were reported.